Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The reported event is confirmed through investigation. Based on the investigations there is no indication to suggest a material or manufacturing defect. . The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
It was reported that a revision surgery was performed due to wear.